Event description:
A customer observed negatively biased phyt performance verifier results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed the that precision of the system was unacceptable. An ocd field engineer found that the humidity pads for slide supply 1 were dry and required replacement. After replacement of the salt pads and the incubator evaporation caps, qc and precision test results were acceptable. The root cause of the event was instrument related.